Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels while exercising. Bg values were not provided. Reportedly, the pump correction factor and basal rate needed adjusting. Additional information was no provided. Multiple attempts were made to follow up with the customer; however, a response was not received.